Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established (there was a foreign material inside the nozzle.) And cause traced to component failure (there was a gap between the distal end (c body) and the light guide (lg) cover where they were glued together, and the objective lens adhesive section was peeled off.). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited there was a foreign material inside the nozzle, there was a gap between the distal end (c body) and the light guide (lg) cover where they were glued together, and the objective lens adhesive section was peeled off. There was no patient involvement.